Event description:
Reporter alleged obtaining a discrepant blood glucose result around 144 mg/dl on the inform system compared back to back with a result around 400 mg/dl on the lab system when performed within 10 minutes. Reporter indicated that the lab sample which was run for the comparison may have been contaminated, and the line that it was drawn from might not have been flushed properly. No actions were reported taken or treatment received. No adverse event reported. A request was made for the suspect device and replacement product was sent. Reporter stated that the strips were not available to return and so, no product will be returned for evaluation.